Event description:
During the last four weeks, three north american drager narkomed 4 anesthesia machines displayed an "unconditionally functional" error message. All three had bad power supply boards. No injury to pts.